Event description:
The customer reported that an 840 ventilator had an unresponsive rotary knob while in use on a patient. The customer reported to have replaced the keyboard. The unit passed extended self-testing. Covidien is not authorized to service the device.